Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported events of high capture threshold and low pacing impedance were not confirmed. A full lead was returned in one piece for analysis. Final analysis found overtorque of the inner coil at 1.4 cm from the connector pin consistent with procedural damage. Electrical testing, visual and x-ray inspections were normal with no other anomalies found.

Event description:
It was reported that the patient presented in clinic with chest pain. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high capture threshold as well as low pacing impedance. During reposition procedure, it was found that the rv lead helix could not function properly. The rv lead was explanted and replaced. Patient condition was stable.